Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Further internal testing of the patient sample indicated a false reactive result for the hiv antigen module, leading to a false reactive result in the elecsys hiv duo assay. The root cause was attributed to a sample-specific discrepancy. False reactive results can occur according to the assay method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. The initial elecsys hiv duo result on (B)(6) 2021 was 6.2 coi (reactive), with hiv antigen (hivag) at 6.2 coi and anti-hiv (ahiv) at approximately 0.107 coi. Subsequent measurements of the same sample yielded results of approximately 5.5 coi (reactive) with hivag at approximately 5.5 coi and ahiv at approximately 0.098 coi, and approximately 6.15 coi (reactive) with hivag at approximately 6.15 coi and ahiv at approximately 0.1 coi. All results were consistent and showed good comparability. Testing of the same sample with a competitor hiv assay produced a non-reactive result.